Manufacturer narrative:
Literature citation: li et. Al. Subpedicle decompression and vertebral reconstruction for thoracolumbar magerl incomplete burst fractures via a minimally invasive method. Spine volume 39 , number 5 , pp 433 - 442. Patient info: mean age 57.9 years. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
In a 2014 clinical study, li et al. Titled, "subpedicle decompression and vertebral reconstruction for thoracolumbar magerl incomplete burst fractures via a minimally invasive method" studied patients who had thoracolumbar magerl incomplete burst fractures. The authors report 3 superficial infections, which were cured by antibiotics management.